Event description:
Customer reports being unconscious with blood glucose result of 178 mg/dl obtained on the aviva system; her spouse treated her with honey and grapes. Customer was re-tested 3 mins later with blood glucose result of 40 mg/dl obtained on the aviva system. Requested return of suspect device and replacement was sent.